Manufacturer narrative:
Based on available data, it can be suspected that the subject home monitor no longer functions due to normal wear over time. Indeed, it should be noted that the device was manufactured in 2018 and was therefore used for more than 5 years. - this case is followed in trending.

Event description:
Reportedly, the transmitter remains with the orange diode.